Event description:
It was originally reported that the pt experienced a loss of therapeutic effect less than a month after implantation. Also, the pt could not get the neurostimulator to recharge. F/u info rec'd reported that the lead had migrated approx 2 yrs ago which was confirmed by x-ray and subsequent reprogramming. The pt had lost their insurance. If add'l info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).